Manufacturer narrative:
The device is expected to be returned for evaluation, but is yet to be received.

Event description:
The event involved a 12¿ extension set, 3 gang 1o2® manifold w/baseplate, rotating luer where a small crack was noted in the manifold causing lifesaving medication to slowly leak, reporting the leakage was subtle so accumulation was not noted. Leaking was noted at the bridge and a wet spot on the linen was noted where the bridge sat. Vasopressors (epinephrine, norepinephrine), narcotics (fentanyl, dilaudid), IV sedation (propofol) or maintenance IV¿s (d5/.9 or ns) were infusing through the 3 ports. The set up was continuous IV tubing with a minibore extension set, connected to the bridge of the device, which was in use for a maximum of 3 days. The event was discovered when the patient became more conscious, fighting the ventilator or a blood pressure drop was noted due to leakage of medications. The patient experienced a drop in blood pressure requiring an intervention of a continuous infusion with the provided drugs used during the event to increase the patient¿s blood pressure and improve patient condition to avoid extubation and make the agitated patient more settled as the patient became restless and tried to pull out their breathing tube. It was reported that the patient was stable before the event, became unstable and a continuous infusion with the provided drugs used during the event to improve the patient condition, and then stabilized.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review for lot number 5039847 was performed and there were no relevant non-conformances found that would have contributed to the reported complaint.